Manufacturer narrative:
Citation: hon jk transatrial transcatheter tricuspid valve-in-valve implantation of balloon expandable bioprosthesis. Ann thorac surg. 2010 nov;90(5):1696-7. Doi: 10.1016/j.athoracsur.2010.04.101. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with ovarian and cardiac valvular carcinoid who underwent tricuspid and mitral valve replacement using two mosaic 27-mm bioprostheses. Six-years post-implant she underwent tricuspid valve-in-valve implantation with non-medtronic valve due to severe tricuspid stenosis, mild tricuspid regurgitation and increased gradient. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.